Event description:
It was reported that during the implant procedure, there was problem with retraction of the screw-in. The lead was attempted and not used. Another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The full lead was returned, analyzed, and the helix of the lead became extrinsically distorted due to pulling/stretching/overstress. The distal lv (low voltage) electrode of the lead was covered in blood. Visual summary analysis of the lead indicated damage at implant. The analyst commented ead returned with the helix extended and stretched out of specification, blood visible inside helix. Damaged at implant attempt. No further helix testing possible. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, there was problem with retraction of the screw-in. The lead was attempted and not used. Another lead was used. No patient complications have been reported as a result of this event.